Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo evaluation was done. Ten photos were reviewed by the manufacturing site. Blood appears to have leaked in between the tube walls. Device history record review showed there were no related quality notifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported the tube of a 2.7 ml bd vacutainer® plastic tube. Light blue bd hemogard¿ closure was broken, and blood leaked from the inner tube to the outer tube. There was no report of injury or medical interventions.